Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation as a result of their external devices being unable to successfully communicate with their ipg. Troubleshooting attempts have been unsuccessful. The patient will meet with their physician to discuss the next course of action.